Event description:
Related manufacturer report number: 2017865-2023-22282. It was reported during in clinic follow up that the atrial lead was failing to capture. The lead was extracted. The right ventricular lead was also prophylactically explanted due to the externalized conductors (ec) advisory. The patient was stable and asymptomatic.